Event description:
Attorney reported: in late 2005 -- the patient underwent a hernia repair procedure with implant of a kugel mesh patch. In 2008-- patient is presented to her physician for evaluation of abdominal pain and excessive vomiting. The patient underwent surgery with explant of the mesh patch. The physician noted that the mesh was displaced and "shredded" and noted that the scar tissue was attached to the mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.